Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that a manufacturing representative received a message from the patient¿s neurology clinic stating that the patient has nocturnal incontinence when their dbs is on, but does not when it is off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported their shoulder has started to seize on (B)(6) 2017, but it is not intense. It is felt from the clavicle to the shoulder and is very painful. Stimulation is intentionally turned off for a while before turning it back on. The patient can sometimes tell when their shoulder eases up with stimulation off. The patient has been in a lot of shoulder pain and is confident it is because of the device. A neurosurgeon saw that the patient had a pinched spinal nerve that looked like an hour glass and was trying to figure out if that was what was happening with the incontinence issues. It was noted an MRI would maybe be done, but it was not scheduled yet. The cause of the issues was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had urinary incontinence every night since dbs was activated, but it was not previously mentioned by the patient due to embarrassment. Troubleshooting included turning dbs off at night for 7 nights in a row which resulted in the patient having no accidents. The etiology was stated to be possibly related to device/therapy and not related to implant procedure. Other etiology was indicated to be incontinence caused by spinal issues, but worsened by dbs stimulation. This was confirmed with imaging (x-ray, MRI, CT, etc.) On (B)(6) 2017 which observed spinal cord compression in the lower cervical area. Dbs was left on overnight and the patient was incontinent again. Actions included spinal surgery - bilateral laminectomy of c5-t1 and posterolateral arthrodesis of c2-t1 - which resolved the incontinence on (B)(6) 2017. The spinal surgery was stated to be unrelated to dbs. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study clarified the issue was not due to programming.